Event description:
The customer was feeling ill and almost passed out. She tested her blood on the contour next link and the reading was 79mg/dl. She retested on a different meter and the reading was 32mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer was asked to return the test strips for evaluation. New meter was sent to her.